Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was tested with a water filled test reservoir and no bubbles were noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
Customer reports to have experienced excessive air bubbles in reservoir. Customer's blood glucose was 72 mg/dl. Four hours later, customer's blood glucose rose from 390 mg/dl to 436 mg/dl, which were treated with five manual injections. Customer declined high blood glucose troubleshoot and air bubbles troubleshoot. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.